Manufacturer narrative:
The insulin pump was received with a blank display due, to corroded electronic assemblies, and a corroded motor home switch. Unresponsive buttons could not be verified, due to blank display. No moisture damage was noted at keypad traces. The device was also received with minor scratches on lcd window and cracked case at display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported the buttons on the insulin pump were not working. Customer did not receive a button error alarm. Customer had jumped into a pool with the device on for less than 30 seconds. Customer's blood glucose was not known. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.